Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the user was unable to alleviate the no disposable there was air in tubing as well. It is unknown if there was a patient, or clinician injury associated with this occurrence. No further details provided at this time.